Manufacturer narrative:
Analysis was performed on the returned device. The reported sheath break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU) states slide the safety release in the direction of the arrow as seen on the device to collapse the locator wings. The locator wings are fully collapsed when the number ¿2¿ on the plunger exits the number window completely. Removal of the device without collapsing the vessel locator wings likely contributed to the returned condition of the vessel locator wings. However, the damage to the vessel locator wings is a symptom of the reported sheath damage; therefore, this IFU violation did not contribute to the reported event. The reported sheath break appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D10, h3: device was returned.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Iit was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, during sheath splitting the starclose se device came apart at the distal end, there was damage due to the tube set interacting with the sheath. The device remained in one piece. No resistance was felt during sheath splitting. The device was removed with the vessel locator wings open. No tissue damage was reported by the physician. The safety release mechanism was not used. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.